Manufacturer narrative:
Concomitant medical products: truliant tib imp crc insert sz 2.5, 15mm (cat # 02-022-51-2515 / serial# (B)(4)), truliant tib fit tray cem sz 2.5f / 2.5t (cat # 02-022-45-2525 / cat # 6758300). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6) study, approximately three months post right tka, patient has increased pain and swelling when bending knee. A joint aspiration done, synovial fluid analysis was performed and labs show positive for persistent infection (continued chronic prosthetic joint infection). Surgeon performed a revision surgery on (B)(6) 2021 with removal of implants, placement of spacer, and implanted remedy manufacturer components. Patient has been started on 6-weeks IV antibiotics. The event is unlikely related to the device but related to the procedure.

Manufacturer narrative:
After further review of additional information. (H3) as reported by the exactech truliant knee clinical study, approximately three months post right tka, patient has increased pain and swelling when bending knee. A joint aspiration done, synovial fluid analysis was performed and labs show positive for persistent infection (continued chronic prosthetic joint infection). Surgeon performed a revision surgery on (B)(6) 2021 with removal of implants, placement of spacer, and implanted remedy manufacturer components. Patient has been started on 6-weeks IV antibiotics. The event is unlikely related to the device but related to the procedure. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.